Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell a few weeks after implant, possibly resulting in the right ventricular (rv) lead experiencing a microdislodgement. High thresholds were observed on interrogation. The lead will undergo lead revision in the near future, and remains in use. No further patient complications have been reported as a result of this event.